Manufacturer narrative:
The stapler 45 reload involved with the reported event has not been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. The endowrist stapler 45 instrument (part 470298-11; lot t10171108-0013) involved with the reported event was returned to isi and evaluated. Failure analysis investigations could not replicate the customer reported failure mode. A stapler 45 reload was installed on the instrument and the instrument was then placed on an in-house system. The instrument initialized without any issues. Also, the instrument's grips opened and closed without any issues. The instrument moved intuitively with full range of motion. The firing functionality of the instrument was tested and passed. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. The system logs reveal that an error code 22030 was generated during the surgical procedure which signified a firing failure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a stapler 45 instrument allegedly misfired with an unspecified stapler 45 reload installed. As a result, the surgeon converted to open surgery and over-sewed the staple line. However, at this time, the root cause of the intra-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a stapler 45 instrument allegedly misfired with an unspecified stapler 45 reload installed. There was no initial report of a patient injury. On 01/23/2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was present during the da vinci-assisted surgical procedure. While transecting airway tissue located in the in lower lobe, the surgeon encountered an exposed blade error message involving a stapler 45 instrument. The error message was generated during the firing sequence of the instrument. According to the csr, the surgeon did not know what caused the exposed blade issue. After the event occurred, the surgeon inspected the patient's tissue and noticed that some of the staples had not formed completely. The surgeon also noticed that there was not enough tissue on the proximal side to redo the staple line using the stapler 45 instrument. Therefore, the surgeon made the decision to convert to open surgery. Through open surgery, the surgeon sewed the entire staple line since he was not certain that the staple line was sealed correctly. The csr indicated that the reported event occurred during the 6th or 7th fire from the stapler 45 instrument. There were no interferences between the jaws of the stapler 45 instrument when the alleged misfire occurred. The patient's tissue appeared to be normal. The csr did not know if the patient's tissue had been exposed to any radiation or chemotherapy treatments prior to undergoing the da vinci-assisted surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler 45 instrument involved with this complaint and completed investigations. Failure analysis investigations could not replicate the customer reported complaint that the instrument misfired. The instrument was returned with a stapler 45 reload installed. The instrument was placed on an in-house system. The instrument initialized without an issue. The grips opened and closed without an issue. The instrument moved intuitively with full range of motion. The instrument passed fire testing. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, a stapler 45 instrument allegedly misfired with an unspecified stapler 45 reload installed. As a result, the surgeon converted to open surgery and over-sewed the staple line. However, at this time, the root cause of the intra-operative complication is still unknown.